Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified and mildly tortuous proximal circumflex coronary artery. Upon final intravascular ultrasound (ivus) run completion, it was attempted to remove the ivus, however, it became stuck in the wire. The ivus catheter, and the guidewire were all removed intact from the body as one unit. A kink was noted at distal end of the catheter. The procedure was completed, and no additional device needed. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed a kink in the imaging window assembly, the guidewire was stuck on the floppy end, and the guidewire exit port was found to be partially torn.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in the mildly calcified and mildly tortuous proximal circumflex coronary artery. Upon final intravascular ultrasound (ivus) run completion, it was attempted to remove the ivus, however, it became stuck in the wire. The ivus catheter, and the guidewire were all removed intact from the body as one unit. A kink was noted at distal end of the catheter. The procedure was completed, and no additional device needed. There were no patient complications.